Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was noted. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visual and microscopically inspected, leak and functionally tested. The component passed all testing except for the microscopic evaluation, during which it was noted that the kink resistant tubing (krt) presented a cut consistent with sharp instrument damage. The cuff was visually and microscopically inspected and tested for leaks. Wear at a fold of the component's shell was noted; however, no leaks were identified. The balloon was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified. Based on the information available and analysis results, the reported clinical observations could not be confirmed. The reported issues of a crack in the connecting tube may have been due to a potential inadvertent interaction of the device during surgery.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was noted. All components were removed and replaced. There were no patient complications reported.